Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the lead was fully inserted into a test sample attain catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead exhibited difficulty with inserting through the catheter. The physician was concerned regarding a product defect during the inspection of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.